Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had become bent and could not be successfully fixed in position. The lp was not installed on (B)(6) 2024, the patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The event of material bent and positioning failure was confirmed. Final analysis found the outer and inner helix to be stretched out of specification, which is consistent with having occurred during procedure. Electrical testing was performed and device was found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.